Manufacturer narrative:
Summary of event: as reported, during an unspecified procedure, an advance 18 lp low profile balloon catheter¿s balloon ruptured. Another manufacturer¿s 5-french sheath was used during the procedure. An unknown inflation device was used to inflate the balloon one time within a 100% occluded lesion in the popliteal artery, at which point the balloon ruptured at two atmospheres and blood was noted in the inflation device. The anatomy was severely calcified. The balloon was not inflated within a stent. The balloon catheter was removed from the patient by itself. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures or experience any adverse effects due to this event. Investigation evaluation: reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instruction, and quality control procedures were conducted during the investigation. A visual inspection and functional test of the returned device were conducted as well. The complaint device was returned to cook for investigation. The device was leak tested and the balloon leaked through a pinhole. A document-based investigation evaluation was performed. A review of the device history record found no relevant non-conformances on the lot. A review of complaint history found one additional complaint for the same failure mode for this lot number. The product¿s instructions for use (IFU) states, ¿under fluoroscopy, advance the balloon to the lesion site. Carefully position the balloon across the lesion using both the distal and proximal radiopaque balloon markers.¿ note: if resistance is met while advancing the balloon dilatation catheter, determine the cause and proceed with caution.¿ a review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr, DHR, IFU, and investigation of the returned device, suggests that there is evidence the device was manufactured to specification. There is no evidence of non-conforming devices in-house or in the field. Based on the information provided and the results of the investigation, cook has concluded patient anatomy contributed to this incident. The user reported that the patient¿s anatomy was severely calcified and the lesion that was being treated was 100% occluded. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified, and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. H3: device evaluation has begun; however, a conclusion is not yet available. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during an unspecified procedure, an advance 18 lp low profile balloon catheter¿s balloon ruptured. Another manufacturer¿s 5-french sheath was used during the procedure. An unknown inflation device was used to inflate the balloon one time within a 100% occluded lesion in the popliteal artery, at which point the balloon ruptured at two atmospheres and blood was noted in the inflation device. The anatomy was severely calcified. The balloon was not inflated within a stent. The balloon catheter was removed from the patient by itself. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures or experience any adverse effects due to this event.